Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hosp and continues to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4), 10/2013 - reuse. Electrode belt (B)(4), 03/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Multiple counting contributed to the false detection. It was reported that the pt was conscious at the time of treatment, and his wife was present. The pt was inappropriately treated at 17:36:20 and 19:02:25. The response buttons pressed intermittently during the entire event. The pt went to the hosp and continues to wear the lifevest.